Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the crosslink was returned with a rod attached to it. Functional inspection confirmed the locking nut was able to be tightened and loosened. Optical inspection of the crosslink confirmed the set screws were sheared/broken off and still threaded into the crosslink. The upper break off portion of the broken set screw was returned with the crosslink. It appears a hex was used to tighten the screw which caused it to break at the threads instead of using the break off driver which will cause the upper portion of the screw to break instead. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing posterior lumbar interbody fusion due to lumbar disc protrusion. Intra-op, when the screw was screwed, the screw plug broke at the non-breaking point. The product came in contact with the patient. No patient complications were reported.